Event description:
Patient's one touch profile meter was reading inaccurately high. Patient reported feeling shaky and was unable to speak at the time of concern. A reading of "84 mg/dl" was obtained on the meter at the time of concern. Patient did not take any actions following the attempted use of the meter. The paramedics were called. When the emt arrived, they obtained a "30 mg/dl". Patient was taken to the hospital where they were treated intravenously. The time difference between the patient's meter reading and the emt meter reading was between 11 to 20 minutes. The check strip test fell within the accepted range. Patient did not have control solution to troubleshoot with the customer service representative. Patient reported that they never performed quality control tests on their own. Medical affairs representative mailed a letter after an unsuccessful phone call attempt to obtain additional information. It would have been helpful to know when the patient's symptoms began, patient's medication regimen, and other possible blood glucose tests performed during the time of concern.